Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and found o2 servo valve leak continuous alarm. The service provider cross checked with o2 tsi flow sensor and then problem was resolved. The service provider replaced the o2 tsi flow sensor and the ventilator is back in use. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator had o2 server wall problem. Patient involvement is unknown.